Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device showed an ECG bias. The device was in clinical use, however there was no adverse event.

Event description:
It was reported to philips the device showed an ECG bias. The device was in use on a patient and there was no adverse event to patient or user. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty processor pca. The fse replaced the processor pca. The device passed all performance assurance tests and was placed back into use with the customer. The faulty component has been requested for failure analysis, but it is reportedly unavailable for such.